Event description:
Customer reported cracks on the screen and on the back of the insulin pump. The blood glucose reading was 98mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.